Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing issue occurred. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of pairing failure. A root cause could not be determined via data. This complaint was deemed to be reportable based on the findings of permanent signal loss. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed as it had voltage. Nordic bluetooth device pairing test was performed and the transmitter failed as it resulted in a transmitter connection timeout. Global transmitter final functional test was performed and the transmitter failed as it failed the connection threshold and connection. The share log was reviewed and the logs did not show anything related to the customer complaint. The customer complaint of a pairing failure was confirmed. The root cause was determined to be a defective transmitter.